Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was returned in good visual condition. The blade of the device was not broken as reported. The device was tested and it was verified that the device was non functional, an error code 5 was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the sheath of the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached how the damage to the device occurred. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Event description:
It was reported that during a laparoscopic cholecystectomy, the active blade broke and fell into the patient. It was then successfully retrieved. The case was carried out and finished by opening a new disposable device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.